Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up report will be submitted.

Event description:
Received information stating customer received a malfunction. Unknown if customer's blood glucose level was impacted.